Event description:
Asr revision.

Manufacturer narrative:
This implant is not sold in the u.s. To be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the u.s. At this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr hip resurfacing system (left); asr xl acetabular system (right). Update - amended type of replacement, added cup, head and stem . Taken from claimsuite dated 31st march 2015. Type of hip replacement product: asr xl.